Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. Destructive analysis could not be performed due to legal restrictions. Concomitant medical products: 694965 implantable tachy lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was attempted for implant but the lead became dislodged after the initial placement. A second lv lead was implanted successfully. No patient complications have been reported as a result of this event.